Event description:
Fibromyalgia, osteoarthritis, rheumatoid arthritis, midspine thoracis, osteoporosis, "sinuits", rptr has had 3 operations for this condition and surgeries never helped. Dry eyes, dry mouth, joint and muscle pain in hips, legs, knee, arm and body, hurt all over, dizzy all the time, chromic diarrhea, high cholesterol and triglycerides, elevated liver and gallbladder, chronic fatigue syndrome, kidney and bladder burning but no infection. Add'l implant date given 1985. (Also see 1007671).